Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that a patient sustained a cut from wearing the sensor. The patient is a female, born on (B)(6) 2016 and current weight is (B)(6). Clinical specialist noted redness around the right wrist in addition to the abrasion.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Correction: changed model number from 4003 to 4003-9.